Event description:
The suspect meter exhibited variation in test results when compared with the lab or another point of care meter. The following results were reported: inratio 10/23 4.4, 10/24 3.3, 11/3 4.4, 11/11 3.6; lab 10/24 2.9; coagucheck 11/3 3.9, 11/11 3.0. During troubleshooting, it was discovered that the patient was using coagucheck's lancet with the inratio meter and was not getting a sufficient sample. Technical support provided the patient training on how to use the pen lancet that is provided with the inratio and the possible reasons for the variations between the two meters. Patient will continue running more tests. Technical support to follow up with patient on results.